Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant results for one patient tested with accu-chek inform ii meter serial numbers (B)(4). At 9:30 a.m., a sample from the patient was tested using meter serial number (B)(4), resulting with a glucose value of 57 mg/dl. The customer did not feel this result was accurate, so they tried testing the patient using meter serial number (B)(4). At 9:33 a.m., a sample from the patient was tested using meter serial number (B)(4), resulting with a glucose value of 85 mg/dl.